Event description:
It was reported that the (B)(4) concentrator has a brand new out of box failure. Red light comes on when unit is turned on indicating low purity. This unit has not been out on a patient.